Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed downstream occlusion. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be force sensor out of specification which requires calibration to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.